Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to infection. Additionally, the icm was noted from the remote transmission to exhibit post-sensed t waves oversensing resulting in false tachycardia episodes recorded. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.